Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited high capture threshold and low pacing impedance. Repositioning was performed; however, the ralp was difficult to be released from the delivery catheter, and when it was released eventually, it dislodged into the atrium. The ralp was successfully retrieved. It was then found that the ralp helix was sprung. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of capturing problem, low impedance, difficult separation, and device dislodgment were unconfirmed. Visual inspection noted the outer helix was stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. Visual inspection, helix length measurement, inner diameter measurement, longevity assessment, impedance measurements and output verification of the device were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.